Event description:
Baxter mexico returned samples to baxter's failure analysis lab for a "reload set alarm 163". During the evaluation of the returned sets, one set revealed a cassette leak. No patient injury or medical intervention was reported per baxter affiliate.